Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked reservoir tube, and a stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during a bolus attempt. The patient's blood glucose at the time of incident was 188 mg/dl. The customer was then prompted to rewind the pump. The customer changed their insertion site and infusion set and bolused again, but the motor error recurred. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.